Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported broken fiber cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this fiber broke when tried to remove from sheath. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that this fiber broke when tried to remove from sheath. The procedure was completed using an alternate device. There were no patient complications.